Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after the implant procedure, the right ventricular (rv) lead had high threshold and impedance, spiked impedance measurements were noted, and r wave measurements were diminished. The physician suspected the patient experienced a perforation due to the rv lead considering procalcitonin (pct) had increased. It was also reported that the left ventricular lead had high threshold; the thresholds had risen in all but one vector. A lead revision is planned and the leads remain in use. No further patient complications have been reported as a result of this event.